Event description:
The customer reported the system had some wires on the power cord showing at the workstation. The problem was noticed at the beginning of the day. There was no injury to the patient.